Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer's fiancé reported two u by kotex sleek tampons fell apart when consumer tried to remove. User sought medical assistance because of flu like symptoms and a headache.